Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sep2019. The customer troubleshot with technical support. Reviewed how to calculate and apply the offset reading. No parts replaced and no parts returned for investigation of root cause. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that during performance verification testing the ventilator failed the accuracy test. No patient involvement.